Manufacturer narrative:
Sections with additional information as of 13-july-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Added additional meter investigation details about the customer initial concern of result for 16mg: customer misread 161mg/dl for 16mg/dl, no result of 16mg/dl observed in meter memory. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 16 mg/dl. Customer confirmed the result had been 16 mg/dl and that the true metrix air meter did not display lo. The customer¿s expected am fasting blood glucose test result range is 145-177 mg/dl and expected pm non-fasting blood glucose test result is 190 mg/dl. Customer stated that she knows her blood glucose is running high and that her doctor is aware. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 08/23/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set): result 1: 144 mg/dl date: (B)(6) time: 01:07 pm non-fasting result 2: 154 mg/dl date: (B)(6) time: 12:53 pm non-fasting result 3: 16 mg/dl date: (B)(6) time: 12:52 pm non-fasting result 4: 130 mg/dl date: (B)(6) time: 11:26 pm non-fasting result 5: 163 mg/dl date: (B)(6) time: 02:12 pm non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer had returned the incorrect test strips. Meter was returned for evaluation. Product testing was performed, and no defect found on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 13-jun-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.